Manufacturer narrative:
Batch review performed on 10 nov 2025 lot 2338637: 100 items manufactured and released on 17-oct-2023. Expiration date: 25-sept-2028. No anomalies found related to the problem. To date, 98 items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient reported instability due to leg length discrepancy. The current implant is a 36 mm (0)mectacer head biolox delta, and the surgeon requested a custom 36 mm (&ndash;6) cocr head to correct the issue. Further details will be provided after surgery. Revision surgery not yet scheduled.